Event description:
The customer reported pca tubing was leaking, there was a crack in the tubing. Changed out tubing and restarted pca with same settings. There was no pt harm or medical intervention. No further pt/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that pca tubing had a crack and was leaking. The customer stated the set has been discarded and is not available for evaluation.